Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2000103 was manufactured on 01/08/2020 a total of (B)(4) pieces. Lot was released on 01/22/2020. DHR investigation did not show issues related to complaint. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
A clip got broken at loading during preparation for a surgery. Therefore, a new cartridge was opened instead.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge was returned with 1 intact clip and two clip halves remaining in it. The broken clip halves were both the pierced boss halves that were broken in half at the hinge. The cartridge had multiple scrape marks. The clips appear used as biological material was present on the broken clips. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the intact clip. A lab inventory clip applier was used. The clip was able to properly load into the applier and was successfully applied to over-stressed surgical tubing. No issues were observed with the intact clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clips were broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
A clip got broken at loading during preparation for a surgery. Therefore, a new cartridge was opened instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken at loading during preparation for a surgery. Therefore, a new cartridge was opened instead.